Event description:
It was reported patient with diabetes (pwd) was experiencing line block alarms intermittently over the prior 24 hours despite cycling through the system. The pwd stated the alarm would be resolved by performing an infusion site change. The event occurred during infusion. There was no patient injury. The issue was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.